Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the impedances were tested intra-op/post-op and electrode 9 was at 40,000 ohms. It was noted that the leads were pulled out, whipped off, and placed back into the ins at the time of replacement. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that they would check the impedances next time they met with the patient but that the patient was experiencing perfect coverage with programming around electrode 9. No patient complications were reported.

Event description:
Additional information received from the manufacturer representative reported that the impedances were resolved. The healthcare provider decided to replace and upgrade the implant.

Manufacturer narrative:
Continuation of d11: product ID: 3777-45, serial# (B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: lead. Product ID: 3777-45, serial# (B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: lead. Product ID: 3777-45, serial# (B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: lead. Product ID: 3777-45, serial# (B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 3777-45, serial# (B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type lead product ID 3777-45, serial# (B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type lead. H6 codes applicable to the leads that were explanted: device codes: c63124 patient codes: c76143 fdccodes: 11 fdmcodes: 4118 fdrcodes: 3233. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on july 9, 2020. They reported that the leads were replaced on (B)(6) 2020, and would be returned for analysis. Additional information was received from the rep on july 23, 2020. They reported that the lead explant was related to the impedance issues reported back in september 2018. The rep was not provided the patient's weight. No further information was provided.

Manufacturer narrative:
Continuation of d11: product ID: 3777-45, lot#/serial# (B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2020 product type: lead. Product ID: 3777-45, lot#/serial#: (B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: lead. Product ID: 3777-45, lot#/serial#: (B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: lead. Product ID: 3777-45, lot#/serial#: (B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: lead. H3. Analysis of the lead (B)(6) found all conductors were broken 17.2 cm from the distal end. Analysis of the lead (B)(6) found no anomalies. H6: the conclusion code 11 no longer applies. The results code 3233 no longer applies. The method code 4118 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.